Manufacturer narrative:
Additional information provided in g.1.,g.2., d.10., h.3., h.6., and h.10. A sample was not received at the manufacturing site for evaluation and the report of actuation failure and air come out from aspiration port cannot be confirmed on the photo attached to the parent complaint; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that actuation failure of the probe occurred, and air came out from the aspiration port during a procedure. The product was replaced and procedure completed with no patient harm.